Event description:
The lens was unable to be loaded in the delivery device and could not be used. No additional informatoin was provided.

Manufacturer narrative:
This form was completed by the manufacturer.